Event description:
It was reported that the patient experienced shocking sensations and uncontrollable pain in genitals due to lead placement. The lead was explanted. The patient recovered without sequela.